Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, while closing the gastric/jejunum anastomosis, the surgeon pressed the fire button and started firing, but after 1.5 seconds the blade stopped and a green flashing box around the led screen was shown on the device. Then the columns popped up and the reload column showed white with no fires left. The second reload was gotten and the same thing happened. Then a new device and reload was used and ended up firing successfully. There was no patient injury.